Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated that samples from one patient tested on different dates ((B)(6)) generated discrepant axsym phenytoin results. For example, an initial result of 0.59 ug/ml was repeated at 0.45 ug/ml, reported out of the lab and was questioned by the patient's physician as it was lower than expected. The same sample was then retested with a result of more than 40 ug/ml. Stored samples from the same patient were sent to a reference lab (axsym system) and results between 24.32 ug/ml and more than 40 ug/ml were generated. Quality controls were all within the expected ranges and there was no impact to patient management reported.